Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump appear not to work reliably all the time. Pump would not inflate/deflate post original implant. Physician put pump back in scrotum after exposing penoscrotally and was able to inflate/deflate. After the procedure, the pump did not work again in clinic, it was not able to inflate/deflate. No new components were implanted. Patient is still experiencing issues.